Event description:
It was reported that the insulin pump was under delivering insulin. The diabetes specialist nurse stated that there were lots of time changes on the insulin pump and the daily total showed that the customer only received 0.75 units of 30.6 units. The nurse further stated that the active insulin did not match the daily total. Troubleshooting was performed and the insulin pump passed the self-test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.